Manufacturer narrative:
Concomitant medical product (cont.) Addrl1 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that had risen significantly which caused rapid battery depletion on the implantable pulse generator (ipg). The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.